Event description:
During the endoscopic retrograde cholangiopancreatography procedure (ercp), the tip of the hydratome rx sphincterotome was not smooth, it had little plastic pieces coming out of it like hangnails (frayed). No portion of the device fell into the pt. The case was completed with another of the same device, with no complications to the pt.

Manufacturer narrative:
A device history record review of the lot number was performed and revealed, no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot number. The device was not returned for product analysis; customer has disposed of the device. Based on the evaluation of other devices with the same complaint (split/frayed tip), this could be due to user handling, caused by other device or manufacturing, and cannot be determined without evaluating the device. The cause of the reported event is undetermined.